Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure resistance was met while crossing the lesion. The delivery system was pulled back into the guiding catheter, contrary to the product instructions for use. Upon removal from the pt, it was noted the stent was no longer on the delivery system. An attempt to snare the stent was unsuccessful. An attempt to entrap the stent against the vessel wall with another company's stent was unsuccessful. The pt was sent for bypass surgery.